Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a cre balloon dilation catheter was used during a dilation procedure. According to the complainant, during the procedure, after passing the device through the endoscope, the physician attempted to inflate the balloon and noticed that a black rubber-looking piece had detached from the end of the balloon catheter. The balloon was removed and biopsy forceps were used to retrieve the fragment. The device was passed through a second time and was used to complete the procedure. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn, catalog number, and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of piece of exit marker detached. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.